Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: part: 03.037.017; lot: l741240; manufacturing site: bettlach; release to warehouse date: march 13, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the blade/screw guide sleeve was received at us customer quality (cq) with the buttress nut stuck on the guide sleeve. Functional test: a functional test was conducted, and the buttress nut could be moved upwards of the guide sleeve however in the opposite direction the buttress nut becomes stuck about a third of the way down on the guide sleeve. There is some damage to a few threads of the guide sleeve where the buttress nut gets stuck. The complaint was able to be replicated and therefore the complaint is confirmed. Dimensional inspection: dimensional analysis on the protection/guide sleeve major thread diameter of the shaft near the stuck buttress compression nut measured within the specification, based on drawing. Document/specification review: the following drawing(s) was reviewed; protection/ guide sleeve. Conclusion: the complaint condition is confirmed as the blade/screw guide sleeve becomes stuck on the guide sleeve. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined, it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the threads of the buttress/compression nut and sleeve were stripped and could not be removed; the devices are still connected. Surgical delay is unknown. Procedure and patient outcome is unknown. This report is for a blade/screw guide sleeve. This is report 2 of 2 for (B)(4).